Manufacturer narrative:
(B)(4): the device was sent to the philips bench for evaluation. The bench confirmed the reported symptom noting defibrillator and pacer test failures in the status log. The power pca was replaced to resolve the reported symptom. The device then passed all testing and was returned to the customer site for use. We are considering this a malfunction of the power pca. Replacement of the power pca resolve the issue.

Event description:
The customer reported a failed shift check. There was no pt involvement.